Event description:
In 2007, it was reported to boston scientific corporation that an endoscopic retrograde cholangiopancreatography procedure using a trapezoid rx lithotripter compatible basket was performed on a male pt (weight unk). According to the complainant, the tip of the basket "fell off in the pt [and was] not retrieved, the physician said it should pass." The procedure was completed with this trapezoid rx lithotripter compatible basket. The pt did not sustain any further complications or ill effects due to this issue.

Manufacturer narrative:
A visual examination of the returned device confirmed that the tip detached from the basket. See figure 1. The returned device was not functional due to the tip being separated from the basket; however, the handle functioned easily, extending and retracting the basket wire. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for the same lot. The august 2007 15-month lithotripter basket product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. The root cause of the tip detachment is unk. A corrective action has been initiated to address the detachable tip issue.